Event description:
Ous MDR - after an implantation period of approx. 104 months oversensing was reported. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available trend curves demonstrated stable shock impedances around 75 ohms between (B)(6) 2015 and (B)(6) 2016 with a subsequent sharp increase over 200 ohms. Furthermore the provided iegms showed noise artifacts on the far field channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.